Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
It was reported that the system displayed an error and failed to boot up. No patient serious injury or death was reported related to this event.